Event description:
Co was fordwarded an email received from an emt, reporting that he had a pt who bgs were over 900 and pt was unresponsive. He also stated that pt had overdosed on zanax. Pt was wearing a 508 pump and it had a message on it , but when he tried to clear it the pump did not respond. Since was uncertain whether or not the device was infusling they disconnected it from the customer. The emt was familar with using pumps, but the only thing it would do was flash the message and beep.